Event description:
It was reported that the patient experienced a strong, burning sensation over the placement of the spinal cord stimulation (scs) lead immediately after a magnetic resonance imaging (MRI) was performed in (B)(6) 2025. When the MRI was aborted after 30-60 seconds, the burning pain stopped, but the patient developed a constant headache. The patient had turned off their ipg prior to the MRI and did not have any coverage issues for their pain. However, stimulation has been turned off for several days to try to resolve the headaches. The patient also experienced constant undesired tonic stimulation, extreme pain, and a burning sensation in their back, lower back, and feet. The patient stayed overnight in an intensive care unit and started to wake up properly the next day. The patient was bedridden for two months after this incident. After the MRI, the patient has a constant headache with attacks of a severe headache. If the patient turns their scs system off, he feels the headache goes away in about twenty-four hours. However, since the strong pain returns, the patient needs to turn on their stimulation again. The patient describes the headache as a spinal headache. During the extreme headaches, the patient sometimes vomits and needs to lay down in bed with the lights off. The patient outcome was reported as disability and/or permanent damage.

Manufacturer narrative:
The device has not been returned as it remains implanted in the patient and functioning; therefore, a physical analysis has not been conducted in our laboratory. However, the database analysis was performed and the root cause of the reported burning sensations and subsequent headache could not be determined. Impedances were reviewed and all were within range. The temperature of the spinal cord stimulation (scs) implantable pulse generator (ipg) is within the expected range while charging, and the ipg was not delivering the maximum compliance voltage to run the programs that were used in (B)(6) 2025. During interruptions or brief moments of inefficient charging within the patients charging sessions, ipg resets were recorded in the ipg database logs. When the system resets, stimulation turns off for 10-15 seconds and returns to normal operation. The remedy for this ipg behavior (while charging) is the stimulator firmware update. In this case, its possible the ipg may have been in the proximity of a charger field that was not strong enough for the ipg to enter its charging state; therefore, a reset was triggered as intended. To potentially reduce future resets like this, the patient may benefit from improving charging efficiency so that the charger field generated is sufficiently strong for the ipg to initiate and maintain its charging state. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7077886, UDI: (B)(4).